Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt failed testing. The causer for the failure was isolated to an intermittently open pulse wire between ECG a and the front therapy electrode. The root causer for the open pulse wire could not be positively identified. No adverse event resulted form the open pulse wire.